Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a large intestine resection, while cutting the large intestine, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Surgeon replaced the reload to complete the case. No patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.